Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a leak was observed above the bifurcation when flushing the device. The line was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 9fr d/l hickman catheter was returned for evaluation. Visual inspection identified a c-shaped burst just distal to the bifurcation. Tensile weakness was noted around the burst site. Therefore, the investigation is confirmed for an external burst without embolism. Per the evaluation results, the split site was longitudinal, s-shaped and had a granular surface with tensile weakness noted around the split. These are characteristics typical of a burst due to over-pressurization, and it is likely that over-pressurization is the root cause of the identified burst. However, the definitive root cause could not be determined based upon available information. Potential contributing factors include using an incorrect syringe size and infusing against resistance. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 07/2021).

Event description:
It was reported that a leak was observed above the bifurcation when flushing the device. The line was replaced. There was no reported patient injury.